Event description:
It was reported to covidien in 2009 that a customer had an issue with a hemodialysis catheter. The customer reports, the pt was on hemodialysis with poor flow noted. On further examination there was a pinhole found in venous line of the permcath. The catheter needed to be removed and replaced.

Manufacturer narrative:
Submit date: may 8, 2009. An investigation is currently underway. Upon completion, the results will be forwarded.